Manufacturer narrative:
(B)(4). Evaluation of the case recordings showed that the physician navigated close to the pleura however recordings did not show evidence that pleura was breached.

Event description:
It was reported that during a superdimension procedure several biopsies were obtained. The patient's condition throughout the procedure was reported as stable. Following the last biopsy the patient experienced bleeding. The oxygen saturation decreased requiring intubation. Resuscitation efforts were performed for approximately one hour but were ultimately unsuccessful. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A component of the superdimension system, case recordings, has been received and is under evaluation. When the evaluation is complete a follow-up report will be submitted. There were no anomalies identified during the internal review of the DHR of the system console. Superdimension received a copy of medwatch form (B)(4) from the site. The serial number listed as the system serial number on the this form, (B)(4), is actually the serial number for the monitor which is a component of the system. If additional information pertinent to the incident is obtained a follow-up report will be submitted.